Manufacturer narrative:
Unit received stuck in blank-flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a flashing or solid white display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was advised to return broken pump for analysis. The insulin pump will be returned for analysis.